Event description:
It was reported that the patient had been hospitalized due to sepsis infection just twelve days after the device was implanted. During the hospitalization the patient was treated pharmacologically and then discharged. The patient's device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).